Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced a hernia coincident with peritoneal dialysis therapy. The cause of the hernia was not reported. It was not reported whether the patient was hospitalized for the event. It is unknown if the patient recovered from the event and action taken with dianeal therapy was not reported. No additional information is available.